Event description:
Device 1 of 2. Reference mrf. Report#:1627487-2014-25670. It was reported the patient (B)(6) lost stimulation. In turn, the patient underwent surgical intervention to explant and replace the ipg. During the procedure, diagnostic lead testing revealed the extension had an invalid impedance measurement. As a result, the patient's extension was explanted and replaced. Effective stimulation was restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.